Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was leak tested, and visually and microscopically examined. No leaks were found but contamination was present inside the pump. Due to the contamination, the pump was not functionally tested. Analysis did not note a crack in the tubing. The cylinders were visually and microscopically inspected, and leak and pressure tested. The first cylinder was not pressure tested due to sharp instrument damage that likely occurred during explant. No other issues were noted with this cylinder. The second cylinder passed all testing. The associated reservoir was also leak tested and examined visually and microscopically. This examination identified a leak in the shell of the reservoir that had resulted from fatigue and wear at a fold. This leak was likely the cause of the clinical observation that the device was not working properly.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at the hospital because the device was not working properly. Subsequently, the ipp was explanted and replaced. Inspection at explant found a crack in the pump connector which resulted in saline leakage. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this implantable penile prosthesis presented at the hospital because the ipp was not working properly. Subsequently, the device was explanted and replaced. Inspection at explant found a crack in the pump connector which resulted in saline leakage. No patient complications were reported.